Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a broken reservoir. Customer also reported an insulin leak from the reservoir while transferring insulin from the vial. The customer's blood glucose was unknown at the time of incident. Customer also reported the leak was past the second o-ring during troubleshooting. The customer declined to return the reservoir for analysis.